Event description:
It was reported that during revision surgery pus was discovered around the titanium (ti) matrixneuro screw self-drilling 4mm and ti matrixneuro straight plate 2 holes /9mm hardware implants. Pus was also found deep in a pocket of the brain during tumor removal. The eight screws and four plates were removed during the surgery. There was no delay in surgery and the procedure was completed successfully. The patient went through radiation therapy following surgery. This report is for plate 2 of 4. This report is 2 of 12 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. Implant date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.